Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure the thermocool® smart touch® sf bi-directional navigation catheter was inserted retrograde, mapping and burning were performed in the left ventricle only with no response before moving to the middle cardiac vein, then to the coronary sinus for mapping. The patient complained about pain. Cardiac tamponade was confirmed on the intracardiac ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium and the physician went back epicardially to continue mapping the arrhythmia. Patient¿s condition improved after pericardial drainage; however, the effusion worsened and became uncontrolled. A sternotomy was performed in the operating room (or) and patient¿s condition improved and remains stable. Extended hospitalization was required for recovery from surgery. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). The biosense webster, inc. Product analysis lab received the product on february 20, 2019. The initial visual inspection revealed no physical damage, and no white particles could be seen. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30130866l number, and no internal actions was found during the review. Concomitant products: biosense webster, inc. Product - carto® 3 system; catalog #: unknown; serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure the thermocool® smart touch® sf bi-directional navigation catheter was inserted retrograde, mapping and burning were performed in the left ventricle only with no response before moving to the middle cardiac vein, then to the coronary sinus for mapping. The patient complained about pain. Cardiac tamponade was confirmed on the intracardiac ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium and the physician went back epicardially to continue mapping the arrhythmia. Patient¿s condition improved after pericardial drainage; however, the effusion worsened and became uncontrolled. A sternotomy was performed in the operating room (or) and patient¿s condition improved and remains stable. Extended hospitalization was required for recovery from surgery. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s disease or anatomy that might have contributed to the event. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. The generator was used in power control mode with a temperature cut-off at 40 degrees. The noted parameters at the time of the injury included temperature of 23 degrees, impedance of 105 ohms and power at 40 watts. The overall time for ablation was 60 seconds. The power did not titrate during the ablation. The catheter irrigation was set at 15 ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) between 300-350 seconds. The shaft proximity interference (spi) value average force was 16 g. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter.